Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the atrial retractor was moving with non-intuitive motion on the universal surgical manipulator (usm)3. The customer had already replaced the instrument, but the problem persisted. The customer received phone assistance from the technical support engineer (tse). The tse confirmed an error 31010 in the onsite logs and advised the customer to reseat the sterile adapter. The customer accepted and seemed to perform the task, but later mentioned that the problem had not changed. The tse then suggested reseating the atrial retractor to another usm and checking its movement, but the customer was unable to perform this suggestion. Additionally, the tse advised replacing the drape and sterile adapter, if possible, but the customer could not do so. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) later confirmed with the customer that the matter had already been resolved by a mechanical engineer and the customer did not need any further support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.